Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted endometriosis surgical procedure, some filaments are coming out of the maryland bipolar forceps cable, but it did not break. It was detected at the end of the surgery and was not replaced with another instrument, removed from use. The procedure was completed with no reported injury.